Event description:
It was reported that high impedance and capture threshold were found during implant. High impedance and varying capture threshold continued to be observed post-implant. Connector issue suspected. Device to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported high impedance and capture threshold were confirmed in the laboratory. The device was found to have a missing component in the header connector block.